Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently pump time was incorrect; cause was not known. Customer's blood glucose was 137 mg/dl. Tandem technical support assisted customer with correcting time. Customer continued to use pump for insulin therapy.